Event description:
On (B)(6), 2010, the pt underwent repair of an abdominal aortic aneurysm. The pt's internal iliac arteries were unintentionally covered. The pt tolerated the procedure. The physician will monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. (B)(4).